Event description:
The customer reported that when pressure is taken off of the sensor pad the alarm does not sound. Also, when the sensor pad is unplugged, there is no sound from the alarm. The power light comes on then it quits blinking and goes off while in use on a patient's chair. The sensor pad is not damaged. They tried the pad with other working alarms and the pad is working. They tried other sensor pads with this alarm and the alarm did not work properly. There was no patient incident or injury.

Manufacturer narrative:
Eval results: evaluation of the returned product shows that the unit powers on, but there is no alarm tone when pressure is removed from the sensor pad or when the sensor pad is detached from the alarm unit. The green led flashes on and off indicating power, but stops flashing once pressure is taken off of the sensor pad or when the sensor pad is disconnected. The light continues to flash again when the sensor is re-connected with pressure applied. There is no damage to the sensor receptacle or any other part of the unit. (B) (4).